Event description:
All four screws in plate broke approximately 7 months post op. The surgeon who performed the revision stated that the pt's bone was not fully healed and suspects that the pt was probably weight bearing too early. Screws reported separately. This device is used for treatment.